Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the chordal rupture and increased mitral regurgitation (mr). It was reported that the mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mr with a grade of 4. One clip (80306u240) was implanted, reducing mr to 1-2. On (B)(6) 2018, the patient experienced a chordae rupture of the posterior leaflet with increased mr of 4. On (B)(6) 2018, a second mitraclip procedure was performed to treat the chordae rupture. The initial clip was confirmed to be stable on the leaflets. One clip was implanted, reducing mr to 2. The patient is well. No additional information was provided.